Manufacturer narrative:
Product event summary:it was reported that the patient experienced critical battery alarms. Four batteries ((B)(4)) were returned for evaluation. The shelf life requirement, for the hvad battery pack, is one (1) year from the manufacturing date. As a result, and upon further review of the investigation, it was determined that the battery related to this complaint has been in storage for longer than one (1) year from the last time of use and is not suitable for testing. An extended storage period greater than one (1) year can cause the battery to irreversibly degrade in performance that can lead to erroneous test results. Additionally, lithium-ion batteries in storage for prolong periods of inactivity may pose a safety risk. Therefore, the investigation will be conducted with relevant available information.a review of (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries ((B)(4)) revealed that the devices passed visual examination and functional testing. A review of the log files revealed two (2) critical battery alarms, confirming the reported event. The first critical battery alarm involved (B)(4) on power port 1 and the second alarm involved (B)(4) on power port 2. (B)(4) was connected to power port 2 and power port 1 respectively, but did not trigger any critical battery alarms. Based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery; (B)(4) was connected to the controller during the reported event, but was not the battery that triggered the critical battery alarms. Of note, the controller, (B)(4) , in use during the event did not have the software master record (smr)upgrade. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2016-09-30 UDI #: (B)(4), return date: (B)(6) 2016, mfg date:2015-09-17. (B)(4). Heartware ventricular assist system ¿battery. Battery/ (B)(4)/ model #: 1650de / expiration date: 2016-10-31 UDI # (B)(4), return date: (B)(6) 2016, mfg date: 2015-10-24. (B)(4). Heartware ventricular assist system ¿battery battery/ (B)(4)/ model #: 1650de / expiration date: 2015-09-30 UDI #:(B)(4), return date: (B)(6) 2016, mfg date: 2014-09-26.(B)(4). Heartware ventricular assist system ¿battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2015-06-30, return date: (B)(6) 2017, mfg date: 2014-06-01. (B)(4).

Event description:
It was reported by the site that the patient observed some critical battery alarms at home.there were no effects or consequences to the patient. The batteries were exchanged. No patient complications have been reported as a result of this event.